Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by hospital staff that the customer got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 750 mg/dl at the time of the incident. The pump also had post rest ram crc alarms and power loss alarms. The customer also inserted several batteries and got battery test failed and power loss alarms. The customer experienced symptoms such as nausea and vomiting. The customer was treated with intravenous insulin. The customer was wearing the insulin pump during the incident. No further information could be provided by the hospital staff. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarm and failed battery test alarm noted during testing or in the device trace download. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than ten minutes and no unexpected post-reset ram crc alarm noted. (B)(4).